Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the patient noted a red light on their remote home monitor and contacted patient services. Patient services noted the remote home monitor was not connected and referred the patient to their clinic as the red light could indicate that the remote home monitor detected a possible issue with the implantable cardioverter defibrillator (ICD) but was not able to send the information to the clinic. Patient services advised the patient to reconnect their home monitor. To date, the remote home monitor has not sent another transmission. The local field representative will attempt to follow up with the clinic.